Event description:
The reporter stated the surgeon implanted a single piece silicone lens model number aa4204vf in 2007. The reporter stated another power lens was required, so the lens was explanted three weeks later. The lens was removed with no patient injury and without enlarging the incision. Another lens was implanted and sutures were not required to close the incision.